Event description:
Follow up information received that all issues have resolved.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be reported in the final report.

Event description:
It was reported that during a trial implant procedure, the physician performed a prophylactic blood patch on the patient due to the patient complaining of a headache. The patient had effective therapy post operation.